Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08561. It was reported that noise was observed on the right ventricular lead. The physician was not certain whether this was a device or lead issue. There was no inappropriate therapy as any shocks were prevented by secure sense. No programming changes were made and no intervention was planned. The patient was stable.